Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially tried plugging the wall adapter into a known working outlet for 30 consecutive minutes, and the pump began charging after using different charging supplies.